Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the suspected lot was manufactured on 01/20/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: a suspect lot was identified - r25a18161. D4 (additional): expiration date of suspect lot is 01/19/2027 and UDI # of the suspected lot is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blue clamp of a clearlink system continu-flo solution set disintegrated in the slide clamp keyhole of a novum iq large volume pump. The was observed during use of the set; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.